Event description:
It was reported that the 4-40 stud was broken on the handpiece. A second handpiece was available for use. It is not known what part of the case it may have happened. There was no patient consequence.